Event description:
It was reported that during the implant procedure, the screw was blocked. The lead was attempted and not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not gene(B)(4)rally available due to confidentiality concerns. Product event summary: (B)(4). The full lead was returned, analyzed and the helix of the lead was extrinsically bent. The distal conductor of the lead was extrinsically over-rotated. Visual summary analysis of the lead indicated damage at implant. The lead was returned with the helix bent and distortion of the distal conductor within the df-4 connector. (B)(4).